Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing issues with the infusion sets. He stated he had difficulty removing the adhesive backing from the headset. The first infusion headset that he removed from his body had a kinked cannula. He used the insertion device to insert the headset. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Product was replaced. No product was requested to be returned for eval.